Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was not completed because the product predated the requirement for risk documentation; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this type of product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator system, which includes right ventricular (rv) and right atrial (ra) leads, was exhibiting out of range pacing impedance values: high measurements greater than 2000 ohms on the rv channel and low measurements below 200 ohms on the ra channel, additionally noise and oversensing were observed on both channels, loss of capture (loc) on the rv channel, and the r wave amplitude was noted to be low at 1.0 mv. All these conditions resulted in signal artifact monitor (sam) episodes that are associated to the respiratory rate trend (rrt) feature signal and led to the patient receiving inappropriate anti-tachycardia pacing (atp) and 5 shocks. This system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator system, which includes right ventricular (rv) and right atrial (ra) leads, was exhibiting out of range pacing impedance values: high measurements greater than 2000 ohms on the rv channel and low measurements below 200 ohms on the ra channel, additionally noise and oversensing were observed on both channels, loss of capture (loc) on the rv channel, and the r wave amplitude was noted to be low at 1.0 mv. All these conditions resulted in signal artifact monitor (sam) episodes that are associated to the respiratory rate trend (rrt) feature signal and led to the patient receiving inappropriate anti-tachycardia pacing (atp) and 5 shocks. This system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.